Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported being hospitalized on (B)(6) 2011 due to ketoacidosis. Pt stated she woke up at 7:30 am and checked her blood glucose level with a reading of 348 mg/dl. Pt reported the infusion device had previously signaled an e4 (occlusion) error message but she didn't replace anything. Pt stated she programmed a corrective bolus of 4.7 units of insulin plus 0.9 units of insulin via the infusion device after a few minutes. Pt reported she didn't replace the infusion set cannula because she had replaced it the day before. Pt stated she began to feel bad later with thirst and contacted a company rep who suggested for her to go to the emergency room immediately. Pt reported she called a taxi and was admitted to the emergency room of the hospital at 10:24 am. Pt stated at the time of admission, her blood glucose level was 538 mg/dl. Pt reported she was treated with insulin and saline IV. Pt stated she did not do what was suggested during infusion device training. No further info is available. Requested return of the alleged infusion set for eval.